Event description:
The manufacturer received information from uno legal litigation in reference to a rep dreamstation auto CPAP with allegations of dizziness and/or headache, inflammatory response, kidney disease/toxicity and liver disease. There was no report of medical intervention. This device is not part of the recall. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.